Event description:
It was reported that the entire system was being explanted and the doctor was going to implant a new system. It was noted that the procedure was on the day of report. It was noted that the reporter did not know if the patient was getting inappropriate stimulation or if the leads were in the ¿gutter.¿ additional information received reported that the manufacturing representative checked the patient¿s impedance before his surgical p procedure and they were all in normal range. It was noted that reprogramming was done without patient satisfaction. It was noted that no malfunctions were seen or determined. It was noted that there were no additional interventions that the manufacturing representative was aware of. It was noted that the patient was receiving effective therapy and reported doing well.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).